Manufacturer narrative:
Medwatch field h6 was updated for medical device problem code, type of investigation, investigation findings, investigation conclusion and component code. The qc was in range before the event. A general reagent or analyzer problem was not present. The qc report showed drifts that recover periodically, approximately every 10 days after customer maintenance is completed. In the alarm trace, there are alarms for sample clot and sample short. These can be consistent with poor pre-analytical handling. The investigation determined that the event was consistent with incomplete customer maintenance actions (qc drift, which recovers after maintenance). The investigation did not identify a product problem.

Event description:
There was an allegation of questionable positive elecsys hiv duo results from the cobas e 801 analytical unit for eight patients. See the attachment "(B)(6)" for the patient results. The pcr testing was performed using a cobas 6800 analyzer.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.